Event description:
A healthcare professional, representing the surgery center, reported that multiple system messages were received during the surgery. The system was rebooted, and the case was completed after a short delay. There was no pt harm reported.

Manufacturer narrative:
The company representative examined the system and the reported system message was confirmed. The fluidics mechanism assembly was replaced. The system was tested and met all product specifications. The fluidics mechanism assembly has been received for further in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).